Event description:
It was reported that the ventilator generated power and open safety valve errors during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for investigation. Simulated use testing of the received pcb has reproduced the described customer issue. An evaluation of the received device logs could confirm the event. In the event logs, the date of event was found to be earlier than previously stated and will be changed to (B)(6) 2020. Electrical measurements on the pcb showed that a capacitor in the pull magnet circuit was shorted, causing the standby valve to open and thereby creating an extensive leakage. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pcb board, which is a part of the safety valve function.